Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black residue on ebus needles and coming out of scope tip was found during reprocessing. There was no patient involvement.

Event description:
It was reported that black residue on ebus needles and coming out of scope tip was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image present black dots and a red crack. Additionally, the control body is chipped and scratched at the box channel opening. The foreign material could not be analyzed as the substance was not available for sampling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.